Manufacturer narrative:
A clinical investigation was performed. During a follow-up call, the pd nurse stated that the reported leak was found at the end of treatment. The patient was fine and there was no signs of infection or ill effects. The sample was discarded and not returned to the manufacturer for physical evaluation. The lot number was unknown. Record reviews of the lots delivered to the patient within a one month timeframe before the date of occurrence were reviewed. The related lot's inventory was depleted and could not be investigated. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
The peritoneal dialysis (pd) patient stated that the kitten he was watching scratched the liberty cycler set line and made a slit in the tubing. This event resulted in a fluid leak. The patient did not state what step of therapy he was currently in when the incident occurred. The patient received a one time dose of antibiotics prophylactically. The patient had no signs or symptoms of peritonitis.